Manufacturer narrative:
H.6. Investigation summary: photos or samples are not available for analysis. No objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot. A corrective action project (CAPA 855815) has been initiated to investigate the issue. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of 20g x 1.16in (1.1 x 30 mm) insyte experienced a broken catheter or separation from the hub which was noted prior to use. The following information was provided by the initial reporter: by channeling the patient, the plastic covering was torn and broken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 20g x 1.16in (1.1 x 30 mm) insyte experienced a broken catheter or separation from the hub which was noted prior to use. The following information was provided by the initial reporter: by channeling the patient, the plastic covering was torn and broken.